Event description:
During an incident in 2004 patient found lying in the snow an unknown length of time, this defibrillator analyzed, began to charge and during the charge, it aborted the shock. Als arrived and took over patient care shocking the patient manually. Pulse was restored and the patient was transported to a hospital. The customer contact, who was not at the scene, feels the printout was v-fib, and a paramedic at the scene thought the rhythm was shockable.